Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, the patient had bacterial septicemia requiring antibiotics, additional medication treatment, and an extended hospital stay. Additional diagnostic tests included a blood draw and an ultrasound. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.